Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The screw at the bottom of the mics handpiece is missing, causing the grip to fall off the part. Tka case.

Manufacturer narrative:
Reported event the screw in the handpiece handle was fell out. Product history review device history records indicate (B)(4) devices were manufactured under lot k0994 and all were accepted into final stock on 3/23/2017. Complaint history review a review of complaints related to parts in lot number k0994, p/n 209063 shows no other complaint related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage of unit. The screw was not inside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece motor and electronics function as intended. Conclusion: the screw holds the handle in place. If the screw backs out then the handle can fall. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated that (B)(4) are associated with the failure mode reported in this event. (B)(4).

Event description:
The screw at the bottom of the mics handpiece is missing, causing the grip to fall off the part. Tka case.